Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 27mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery. After a non bsc guide wire crossed the lesion, the physician performed dilatation using a 5 mm non bsc balloon catheter. Then, the 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation and was inflated twice at 8 atmospheres. However, on the third inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery. After a non bsc guide wire crossed the lesion, the physician performed dilatation using a 5 mm non bsc balloon catheter. Then, the 7.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation and was inflated twice at 8 atmospheres. However, on the third inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and patient's status was good.